Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead got caught up and could not be retrieved from the rv. An attempt was made to retract the helix but it would not retract. An extraction specialist extracted the lead by using a locking stylet. Upon explant, myocardial tissue was found at the lead tip. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.